Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: a review of the pump black box did not reveal any unexplained pump reboots. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with the returned battery cap and no power interruptions were duplicated. The returned battery cap contacts were within specification. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper pad.